Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 20-dec-2019, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 17-may-2019, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving duramorph 0.5 mg/ml; 1 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2018. It was reported that during surgery the surgeon went through "about seven catheters in one surgery." Surgeon dropped a connector piece, accidently cut off a connector piece, surgeon had the catheters connected then aspirated and did not have cerebrospinal fluid (csf). The surgeon thought the anchors were occluding the catheter, so he removed that catheter and started over. The patient was doing ¿ok¿ and was not experiencing withdrawal or overdose symptoms. A new pump and new catheter were implanted successfully after multiple attempts. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The physician prematurely clipped half of connector pin. The incorrect piece of catheter was used and tried to splice together to catheters which required an extra connector piece. Physician insisted out the adt (anchor dispensing tool) and anchor were occluding csf flow. The physician tried again with adt and anchor placement. The catheters were discarded. The patient¿s weight was unknown. Medical history was unknown. The patient received the pump for cancer related pain.